Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in the (B)(6) notified biomérieux of obtaining a misidentification of bacillus subtilis as a salmonella species in association with the vitek® ms (ref 410895, serial (B)(4). The customer reported that this sample was known to be bacillus subtilis, but they claimed that they obtained an identification of a salmonella species when the isolate was analyzed with the vitek ms. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in the united states that they obtained a misidentification of bacillus subtilis as a salmonella species with the vitek® ms (ref (B)(4), serial (B)(6)). Investigation complaint analysis and device history record: complaint analysis did not reveal this issue to be a systemic quality problem. Fine tuning: according to the vilink alert tool criteria, the fine tuning status was good during the tests made on 08 mar 2022. But a new fine tuning was done 10 march 2022 as traced in the complaint. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the expected identification is bacillus subtilis which is present in vitek ms kb v3.2. Sample data analysis: according to data provided, all misidentification results were obtained from spectra having a good identification score and a good level of peaks. The number of ¿all peaks¿ are very heterogeneous from 75 to 157. This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator, operator skills¿) and/or by a non-optimal fine tuning. By reprocessing the customer data with vitek ms kb v3.3, all spectra gave an identification to bacillus subtilis spizizenii. By reprocessing the customer data with vitek ms kb ruo saramis ssp, all spectra gave an identification to bacillus subtilis/vallismortis or bacillus subtilis/amyloliquefaciens but none to salmonella. Data concerning the misid was not provided, thus the investigation can not go deeper. More information has been asked to local customer service on 18 mar 2022. On 19 apr 2022, local customer service informed us that they were not able to get a feedback from the customer despite their reminders. According to the data provided, the vitek ms functioned as intended. There is no observed malfunction. Conclusion: further investigation cannot be done without the customer samples or additional data.